Event description:
During a gastric bypass procedure, one endocutter would not fire. A second device jammed and the third one wouldn't open back up once it was fired. A tr45w reload, lot #t4x84c, was also used. There was no patient consequence.